Event description:
It was reported that the patient experienced infection in the scrotum with this inflatable penile prosthesis (ipp). A surgical procedure was performed during which the existing ipp was removed and replaced with a new malleable device. Upon explant, no device issues were identified. Postoperative, the patient was treated with antibiotics. No further patient complications were reported.

Event description:
It was reported that the patient experienced infection in the scrotum with this inflatable penile prosthesis (ipp). A surgical procedure was performed during which the existing ipp was removed and replaced with a new malleable device. Upon explant, no device issues were identified. Postoperative, the patient was treated with antibiotics. No further patient complications were reported.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device instructions for use (IFU) was reviewed. The patient symptom of infection was found to be listed in the IFU. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.